Event description:
It was reported that during an unk procedure, in the first four firings, the staples did not close completely, and in the fifth firing, the staple formation was irregular. Other firings were done correctly, so it was not necessary to use another device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.